Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a watchdog timeout alarm, a signal too low alarm, and an unexpected restart alarm. Customer also reported that insulin pump had a constant tone and a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, customer reported that insulin pump was exposed to metal detector. Insulin pump passed displacement test. Customer was advised that insulin pump would need to be replaced. Customer continued to use pump due to not having a backup plan.

Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day, no unexpected alarms or constant tone noted. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test and a21 error tests. No motor error alarm noted during bolus and basal delivery, the motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.